Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found there was dirt on the objective lens, the probe cover, the adhesive around objective lens, the light guide lens, the adhesive on the distal sheath and scope connector cover unit had foreign materials. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of the device had an image problem that was likely caused by a leak, which certainly led to water seeping in; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, there was dirt on the objective lens, the probe cover, the adhesive around objective lens, the light guide lens, the adhesive on the distal sheath and scope connector cover unit had foreign materials. There were no reports of patient involvement.